Event description:
The sabo sag saw was returned for service. Upon eval at the MFR, it was discovered to be covered in an oil-like substance. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was received by the MFR and a quality investigation is anticipated. A follow-up report will be filed when the investigation is complete.